Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade and pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was prepared and inserted without issues. The physician performed the transeptal puncture with the faradrive and according to the physician, it took a very long time and was complicated. After removing the mapping catheter through the sheath, the physician aspirated about 10 ml of air and decided to replace the sheath. The procedure was completed successfully and, in the recovery room the patient became unstable, and a cardiac tamponade was diagnosed. A pericardial puncture was performed and the event was solved. The patient recovered successfully from the event and was discharged. The device is not expected to return for analysis.